Manufacturer narrative:
The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number of the device was not provided; therefore, a review of the device history records (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques, and/or procedural factors, such as lens and inserter interaction, might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after implantation of the lens in the patient¿s eye, the lens haptic was noted to be kinked. The lens was removed and exchanged intra-operatively for another iol of the same model and diopter. Reportedly, incision enlargement and suture were needed to remove iol and complete the case. Current patient prognosis described as ¿within normal limits.¿